Event description:
It was reported to philips that the system displayed the message that the free disk space was too low. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned, non-emergency treatment. The procedure was completed by deleting old images to free up space. The philips field service engineer (fse) checked the system onsite and confirmed that the system was showing a "free disk space too low" warning. Review of the logfiles shows ¿free disk space is too low¿ error. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found database consistency test had failed. To resolve the issue, the fse checked the high voltage (hv) cable and performed generator adjustment. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.